Manufacturer narrative:
Reported event: an event regarding an inaccurate resection involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 123 found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate resection. There were only 4 other reported events (B)(4). Complaints related to this part number will be tracked through quarterly trend #(B)(4). Conclusion: the session data from the case was reviewed. An analysis of the checkpoint values on bone preparation page, probe check, bone registration, rio registration, and over resection from visual on bone preparation page was completed. Based on this analysis, there may have been an array shift and subsequent poor femoral registration. The data at this time shows all system verification values were within tolerance; the mako operated as expected. No system defect or malfunction is suspected.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the surgeon experienced accuracy issues. The system began beeping, stopping the burr and the arm locked up without displaying any errors. The surgeon continued the burring process but the monitor showed the burr al least 4mm off bone. He attempted to verify 3 spheres but he was not able to. At this point the surgeon cleared and re-verified the femoral registration and femoral checkpoint. He was able to continue with the burring successfully but before trialing he noticed a large ridge in between the femoral post hole locations. CT view verified the bottom of the post hole locations as well as the posterior femoral surface, but they were way off anteriorly(not too deep, just in the cortex extending 6-8mm). The case was completed successfully.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the surgeon experienced accuracy issues. The system began beeping, stopping the burr and the arm locked up without displaying any errors. The surgeon continued the burring process but the monitor showed the burr al least 4mm off bone. He attempted to verify 3 spheres but he was not able to. At this point the surgeon cleared and re-verified the femoral registration and femoral checkpoint. He was able to continue with the burring successfully but before trialing he noticed a large ridge in between the femoral post hole locations. CT view verified the bottom of the post hole locations as well as the posterior femoral surface, but they were way off anteriorly (not too deep, just in the cortex extending 6-8mm). The case was completed successfully.